Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that while the patient was having their ipg replaced (reference MFR: 1627487-2017-03028) the physician replaced one of their leads due to invalid impedances. Therapy has been restored post op. Note: this patient has two model 3186 leads from the same lot.